Event description:
Medtronic received information that during the implant of this tissue valve, a tear was found on the one of the three cusps. Subsequently, the valve was replaced with a mechanical valve. It is reported the tear may have been caused due to surgical error. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). Upon receipt at medtronic's quality laboratory, all leaflets were flexible. The right and non-coronary cusps were intact. A large tear in the belly of the left cusp was consistent with a puncture or laceration by a sharp instrument. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Analysis concluded the tear was likely caused by a scalpel during implant.